Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic check showed that the device was in back-up mode. An attempted software download was unsuccessful. Therefore, the device was replaced.